Event description:
Report received of an underdelivery. The pump was programmed to deliver 1500ml of tpn with a one-hour taper up and a one-hour taper down over 8 hours, with a kvo of 1.0ml for 2 hours. The container size was 1540ml. The pump and solution were kept in a backpack and the pump was powered with a power jack. The pt called the customer and reported that the tpn was not infusing. Reportedly, a family member had noticed that the tpn was not infusing, discontinued the tpn and initiated a new bag of tpn. When the customer arrived at the pt's home, it was discovered that 4 to 5 different bags of tpn had been accessed in an effort to deliver the prescribed amount. It was estimated that approx half of the prescribed 1500ml had infused over an unspecified time. The customer replaced the pump. The pt did not experience any adverse effects. Though requested, there was no further info available.